Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient presented post op infection at 1 month follow up. Surgical intervention was scheduled for device explant on (B)(6). It was noted that the issue did not resolve at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.